Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the f-38 alarm. The cause of the alarm was determined to be defective force sensing resistors (fsrs). The fsrs were replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.